Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy under general anesthesia, hepatic cysts were removed by decompression. When the common bile duct was clamped after firing, the absorption clip could not be detached from the accessory. They removed it and immediately used the spare absorbable clip on the operating table to close the clip. The operation was carried out smoothly. There was no patient injury.